Event description:
Legal counsel for patient reported that the patient underwent bilateral knee arthroplasty on (B)(6) 2009 with competitor product and biomet cement. Subsequently, patient underwent a right knee revision procedure on (B)(6) 2013 due to tibial loosening. Operative report further noted pain, tibial subsidence, fluid, effusion and cement mantle subsidence. Patient underwent a left knee revision procedure on (B)(6) 2013 due to tibial loosening. Operative report further noted fluid and synovitis during the revision procedure. Review of operative notes confirm both revisions and notes all components were removed and replaced in both knees. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening and fracture of either the cement or the prosthesis, or both, can occur due to disease, trauma, and inadequate cementing technique, mechanical failure of the materials or latent infection." The following sections could not be completed with the limited information provided. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02921 & 02934).